Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose was 400mg/dl at the time of incident. The customer reported that there was fluid in reservoir area of his pump and wanted to know if the pump was okay. The customer declined troubleshoot for high blood glucose and fluid in reservoir compartment as he was at work. Customer stated insulin was in between the o-rings but no damage to the o-rings. Customer stated that he saw condensation on the reservoir. Customer stated he does not have the reservoir with him as it was at home. The insulin pump will not be returned for analysis.